Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus and the cubies had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 in the main full height (fh) cubie drawer had failed in it was not detected on the bus. A field service engineer (fse) found all light emitting diodes illuminated properly. Then reseated board cable header at drawer controller, then verified operation via hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.